Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A protege everflex stent was being used to treat the mid right common iliac artery. The target lesion was a plaque lesion, 60% stenosis with moderate vessel tortuosity and moderate calcification. Artery was 8mm in diameter and 60mm in length. No abnormalities reported in relation to anatomy. No embolic protection used. No damage noted to packaging. No issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified. The device did not pass through a previously-deployed stent. No resistance encountered when advancing the device. No excessive force used. The lesion was pre-dilated with a 7-60 common balloon. Deployment issues and partial deployment was reported. No damage noted to the deployment mechanisms or device handle prior to deployment issue. The thumbscrew/lock-pin was checked for securement prior to procedure. Lock-pin was removed after the stent was positioned. The procedure was completed with an 8-60 non-medtronic stent. No patient symptoms or complications associated with this event.

Manufacturer narrative:
Product analysis: the device was returned in a fully deployed state with the proximal and distal grip pushed together, no stent returned with the device, the stent was confirmed as 60mm from the strain relief, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 26 mm and 28 mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.